Event description:
It was reported that the right atrial (ra) lead exhibited inappropriate pacing therapy. Also noted were high thresholds, high impedance, no capture, and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.